Event description:
Event desc: old style flocare nasogastric tube was replaced with an 8fr corflo fine bore feeding tube. The nurse managed to insert the nasogastric tube with little resistance. There was no aspirate after insertion so a chest x-ray was done to confirm placement. The x-ray confirmed the nasogastric tube was placed in the right lung and resulted in a right tension pneumothorax. A drain was successfully inserted. The pt developed a right sided basal pneumonia 24 hours post event.

Manufacturer narrative:
The sample was not returned for evaluation. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.